Event description:
On (B)(6) 2014, the patient reported that he programmed a bolus of 25 units of insulin and the device delivered 10 units of insulin and then stopped. He said there was no error or alert message displayed on the device. He stated that the device history shows it delivered the 25 units of insulin. He stated that he then programmed two more boluses that did not deliver. He stated that the device did not vibrate or start counting down the boluses. He stated that when he primes the device it does not look like the piston rod is moving or sound like it normally does when he primes. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.